Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance contacted the patient with follow-up questions on (B)(6) 2019. The patient alleged that the subject meter had begun reading inaccurately during the week prior to contacting lfs; the patient stated that the meter was showing calcode 24 rather than 25. She stated that on (B)(6) 2019, she obtained a reading of ¿387 mg/dl¿ which she considered high compared to her feelings/normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with a combination of novolog insulin (which she self-adjusts), basaglar insulin (fixed dose at night) and trulicity (once a week). She reported that as the reading was over 350 mg/dl, she followed her sliding scale and administered 8 units of novolog. She reported that at 4am, she developed ¿nausea, shaking, vomiting and diarrhea¿ which she associated with a rapid decrease in her sugar levels. She indicated that at an unspecified time she obtained a blood glucose result of around ¿70 mg/dl¿. She reported that she ¿ate crackers and carbohydrates and had a drink¿ and felt better within a couple of hours. The patient did not have a back-up meter to check her blood glucose levels, but she indicated that as a result of what had happened, she sent for control solution. She indicated that the subsequent control solution test was in range. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The cca documented that the patient¿s test strips had been stored correctly and were within expiry date. The cca walked the patient through changing the calcode from 24 to 25 and the issue was resolved. The patient was satisfied with the existing products now that the calcode had been changed and back-up products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurately high blood glucose results on the subject meter and injecting insulin based on a sliding scale.